Event description:
Review of a (B)(6) female pt's download revealed excessive "abnormal shutdown" flags. The pt ended use due to a planned finish on (B)(6) 2009, therefore, no replacement monitor was sent.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) is currently underway. The cause of the "abnormal shutdowns" has not yet been determined. The abnormal shutdown could not be reproduced. A supplemental report will be submitted upon completion of root cause investigation. No adverse event resulted from the abnormal shutdowns. The pt ended use due to a planned finish.